Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation stopped delivering gas to the patient. Final patient outcome was reported to be no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The anesthesia workstation was investigated at the hospital by our company representative. The investigation concluded that the fresh gas safety valve was stuck in open position and needed to be replaced. The replaced fresh gas safety valve was not returned for investigation and is no longer available. The device logs were received and they show that there were leakages during the reported case and also during the following system check outs that were performed after the event. The leakages caused the system check outs to fail. We have not been able to with certainty determine the cause of the issue but it is likely that the fresh gas safety valve not being able to close properly caused the experienced event.